Manufacturer narrative:
(B)(4). Retained samples were retrieved for evaluation. Visual and functional test for sterility were performed and the samples were found to be sterile. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient developed an ssi. Additional information was requested.